Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-10299. The patient received 3 trial scs leads on (B)(6) 2011 which consisted of 2 octrode leads (same lot) and 1 quattrode lead. It was reported the patient was hypersensitive to stimulation the day the leads were implanted, so programming did not occur until the patient's follow up appointment on (B)(6) 2011. The patient experienced involuntary bowel and bladder evacuation the weekend following the programming session. The patient advised that she only used stimulation for 5 minutes and experienced the loss of bowel and bladder control approximately 6 times. The patient stated that she has a history of bowel and bladder issues, but believes her symptoms were exacerbated by the use of stimulation. The physician removed the trial leads at the patient's request on (B)(6) 2011. The manufacturer has attempted to obtain a status update regarding the patient's condition; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.